Event description:
A (B)(6) female patient's charger was returned to zoll for an unrelated issue. During servicing, the charger was unable to charge a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem was unable to charge a battery pack. Upon evaluation, component u13 (8-bit cmos flash micro-controller) was corrupt. The cause for the inability to charge is the defective u13 component. After reprogramming the charger was fully functional. The root cause of the defective u13 component could not be positively identified. No adverse even resulted from the defective u13 component. The patient received a replacement charger/modem.